Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. A root cause could not be determined because the complaint is unconfirmed.

Event description:
It was reported that the IV set could not attach due to the threading with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "material no: 382533 batch no: 8310635. It was reported that the IV set would not attach completely due to the threading around the end. Event description per attached customer email states, "IV set would not attached completely because of the thread around the end. 04/24/2019 02:38 pm (gmt-5:00) : customer responded to info request #3 stating, "I do not know the date this happened. The catheter hub did appear to be deformed. This is what prevented the extension set from attaching completely. I do not remember the pt¿s demographic information. Staff was not exposed but the risk was created because blood did leak from the hub. The course of treatment was only altered in that her IV had to be pulled and another site established."

Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the IV set could not attach due to the threading with a bd insyte¿ autoguard¿ bc shielded IV catheter. The following information was provided by the initial reporter, "material no: 382533 batch no: 8310635. It was reported that the IV set would not attach completely due to the threading around the end. Event description per attached customer email states, "IV set would not attached completely because of the thread around the end. On (B)(6) 2019 02:38 pm (gmt-5:00): customer responded to info request #3 stating, "I do not know the date this happened. The catheter hub did appear to be deformed. This is what prevented the extension set from attaching completely. I do not remember the pt¿s demographic information. Staff was not exposed but the risk was created because blood did leak from the hub. The course of treatment was only altered in that her IV had to be pulled and another site established."